Event description:
It was reported that a pt was hospitalized in 2008, due to hemolysis following a routine hemodialysis treatment. No add'l details regarding required medical intervention was provided. As of 2008, pt is doing fine.

Manufacturer narrative:
The disposable cartridge was not returned for eval at the time of this report. Dialysate cultures and chemical analysis were all normal. Review of the treatment data log file indicates that multiple alarms occurred at the beginning of the treatment over a 13 min period during which there was little to no blood flow while troubleshooting the alarms. The user's guide warns that the risk of clotting increases when blood flow is stopped and that failure to respond to clotting may expose the blood circuit to sustained high pressures which may lead to hemolysis. Operators are warned to closely monitor for clotting through visual inspection and periodic flushing of the filter. There is no evidence to suggest a device malfunction occurred. Hemolysis was most likely the result of user error in failing to promptly resolve alarms which led to clotting and restricted blood flow damaging red blood cells. Nxstage medical considers this report closed. No add'l info will be provided.